Event description:
The customer reported that their device locked up during testing and was showing a blank screen with an illuminated on button. This was during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly in the failure analysis center and determined that the cause of the reported issue was due to a failure of the single board computer (sbc) which is located on the system pcb.